Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unknown process step of peritoneal dialysis therapy. During the troubleshooting, it was reported that the supply bag was leaking but the source of the leak could not be determined. The hp noticed the supply bag on the table was wet but did not open the packaging with a sharp object, no pets, and hp the states the connection seems tight. The renal therapy services advised the hp to perform a manual drain to finish therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.